Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, during tapping the tap broke in half. Both halves were retrieved. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: product analysis:visually and dimensionally confirmed the instrument is broken at the base of the radius near the 60mm mark. No surface defect identified that could contribute to crack propagation. Dimensional inspection of the relevant dimensions, as well as the instrument hardness were inspected and found to be within print specification. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue, consistent with bend stress overload. Conclusion: the above observations are consistent with bend stress overload.